Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump 5 (cp5). The incident occurred in (B)(6). A replacement drive unit was provided to the customer. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a centrifugal pump 5 (cp5) stopped during procedure. Reportedly, the user was able to get it work again afterwards with no further issues. There was no report of patient injury.

Manufacturer narrative:
H.10: the involved drive unit was manufactured in 2019 and according the analysis of the complaints database no further complaints related to this unit have been received in the past. Technical support was offered to the customer after the procedure: during the phone troubleshooting the reported malfunction could not be reproduced. Based on the investigation performed for similar cases, the stop of the cp5 drive unit can be caused by: a defective cpu board, located in the cp5 control panel. In particular, a defective can connector on this board can lead to a power loss, resulting in the stop of the drive unit; a defective cp5 control panel power cable; a defective motor control board, located in the cp5 drive unit. Taking into account that the cp5 control panel is still in use at the customer site and that no further complaints have been received from this center, the most likely root cause of the reported issue is traced back to a drive unit defective motor control board. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.